Manufacturer narrative:
Investigation summary: the customer reported that the sample was returned under associated pr 14225007. That pr had several different failures and over 10 different samples received, it is not possible to determine what sample was meant to be investigated under this record. The investigation will be contained within pr 14225007 and will be reported out in that closure letter. The customer report of a defect causing leaking was unable to be verified. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue could not be identified without a replicated failure.

Event description:
Samples.

Event description:
It is reported leakage with large volume alaris IV tubing ref 2426-0007 (reported lot: 25013131).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.